Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with a display malfunction; this condition had the potential to interrupt delivery. This condition was found in the biomedical service department upon power up. The facility representative stated that there was no patient involved and there were no reports of patient injury or medical intervention. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006.

Manufacturer narrative:
(B)(4). The customer's reported condition of a colleague infusion pump with a display malfunction was confirmed but not reproduced. The cause of the reported condition was determined to be a faulty main display. The main display was replaced to fix the reported condition. Should additional information be received, a follow-up medwatch will be submitted.